Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in the superficial femoral artery. A 3.0 x 40 x 150 sterling balloon catheter was advanced for dilatation. However, it was noted that balloon would not deflate to enable removal. Subsequently, the balloon was removed by over inflation. No known patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in the superficial femoral artery. A 3.0 x 40 x 150 sterling balloon catheter was advanced for dilatation. However, it was noted that balloon would not deflate to enable removal. Subsequently, the balloon was removed by over inflation. No known patient complications were reported and the patient's status was stable. Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed the tip is damaged. There are kinks in the guide wire lumen 13mm and 38mm from the tip. The balloon is loosely folded. The balloon was inflated to rated burst pressure and left for at least 5 minutes then it was deflated. The balloon deflated normally. Inspection of the remainder of the device presented no other damage or irregularities.